Event description:
It was reported that there was fluid in the reservoir compartment, and the reservoir leaked. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had scratched lcd window, cracked display window corners, battery tube threads, and protruded/loose drive support disk. No fluid in the reservoir compartment or electronic assembly noted.